Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of a brugada morphology. This occurred while programmed to the primary vector. Technical services (ts) analyzed device episode data and provided troubleshooting. The clinic decided to alter some programming settings and change the patient's medication. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.